Event description:
It was reported that the ilet became wet while the user was in a pool or spa area, after which the device would not power on and the screen was nonfunctional; the user attempted to charge the device without success and will return the device. Symptoms included no reported injury and no reported adverse clinical effects, with blood glucose reportedly unaffected and backup therapy in use. Outcomes included interruption of device function without clinical impact or medical intervention. Investigation included a review of the reported event and preparation for device evaluation upon return. Investigation of this case revealed device exposure to liquid with resultant failure to power on and loss of display function. It was concluded that liquid intrusion led to device malfunction with no associated patient harm.